Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that patient faced infusion set cannula bent event, which caused high blood glucose levels of the patient and subsequent hospitalization on (B)(6) 2024. Highest blood glucose levels noticed were 22 mmol/l during the event. Patient replaced the infusion set to resolve the issue. Patient was given insulin drip and insulin pen as hospitalization treatment. Patient was discharged from the hospital on the same day. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.